Event description:
It was reported that the insulin gauge on the pump displayed an amount different from what was expected, with a static fill estimate of 60. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support educated the caller that this issue might occur due to large variances in the measured pressures calculating the insulin remaining and explained that the estimate would update once the insulin matched the static display. The caller understood and acknowledged the explanation.